Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with ciprofloxacin and imipenem (intraperitoneally, dose and frequency not reported). Fifteen days later, treatments with ciprofloxacin and imipenem were discontinued, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.